Manufacturer narrative:
One device was received for evaluation. The event history log revealed an 'invalid syringe size' error. Functional testing was able to duplicate the reported problem. It was determined that the broken pin in the size pot was the root cause. The size pot was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a syringe sensor error. There was no patient involvement, the reported product fault occurred during testing.